Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or exposed wires) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the electrode belt ECG c and d cable was severed. The root cause for the severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.